Event description:
Related manufacturer's reference number: 2017865-2021-30658. It was reported that the patient presented remotely via merlin.net. Review of the transmission, revealed that the right ventricular (rv) lead was exhibiting noise and high defibrillation impedance. The physician opted to replace the rv lead, and upon inspection of the rv lead the physician noted a loose set screw on the implantable cardioverter-defibrillator (ICD) causing the lead to not be inserted all the way. The rv lead was not dislodged. A new lead was successfully implanted. The patient was in stable condition.